Event description:
Rptr is a 43-year-old woman who has had saline implants since 1979. In 2/94 one of her implants ruptures. Rptr called the plastic surgeon who said not to worry, that the saline was safe and would be naturally absorbed. She also said that only 1% of pts have problems with saline or silicone implants. (This was the same thing he told rptr in 1979.) After 1 1/2 months, rptr could not get out of bed. All the medical problems she had been experiencing over the last 10 years escalated with a vengeance. (Migraines, neck and back pain, joint stiffness, fatigue, shortness of breath, nausea and dizziness) rptr felt like someone was stepping on her chest. Her left lung ached. Rptr round a surgeon that would take them out on an emergency basis. (To find someone, that knows how to clean out the chest of implant, capsule and left over debris, can mean a 7 month wait.) The surgeon found that the silicone envelope had degraded and rptr's pectoralis muscles had been eaten away, as well as the muscles around her intercostals, especially on the right side. She had to take most of the breast tissue because of the granulomas of silicone found in it. There was no tissue left between the implant and the breast skin. The implant had begun to attach itself to the breast skin. One could literally see implant coming through the skin from the outside before the operation. The implants were taken off the market shortly after rptr's implantation due to a faulty valve system which allowed colonization of a rare microorganism. This colonization happened because of the inadvertent pumping into the implant, blood and bodily fluids during implant placement. Evaluation showed where the microorganisms actually ate through the silicone and as dr said, "literally, had you for lunch." (Refering to the loss of muscles) he also said that when the silicone finally ruptured it was like dumping a septic tank into her system. He said it is imperative to remove the saline implants within 24 hours after rutpure. Blood test show an autoimmune response in her body probably by the degrading of the silicone. Rptr also has the extra problem of trying to find a treatment for the microorganisms which are causing daily fevers.